Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) monitor to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 119 on system logs. The unit was then installed onto the golden system where it functioned as expected. The system ran 10 power cycles but the reported issue could not be replicated. The hrsv monitor had a clear image display. No blackouts were observed during testing. This unit was fully functional. Although a definitive root cause could not be established, the probable root cause is attributed to an electrical component issue in the hrsv. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the blue fiber cable and the high resolution stereo viewer (hrsv) monitor on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the hrsv monitor ; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the left monitor on high resolution stereo viewer (hrsv) had no image or arm pod info at surgeon side console (ssc). An intuitive surgical inc., (isi) technical support engineer (tse) recommended customer to do a power cycle. Customer stated that they will try to do it later in the procedure but, for now they were proceeding as it is. The procedure was completing as planned with no reported injury.